Event description:
It was reported that 15 months after the implantation the lead was explanted due to oversensing and a high bipolar threshold. No adverse patient events were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. Approx. 39 cm distal to the is-1 connector pin the lead body was found squeezed and deformed. In this region the insulation was damaged and the outer conductor coil was found fractured. These findings can be considered to be the root cause of the observed oversensing reported in the complaint text. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore the inner coil was found bent between the ring electrode and the lead tip, most likely resulting from the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.